Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : surgeon was performing a surgery using velys ras on a left knee when this occurred: 1. Surgeon planned his knee on the proadjust screen after seeing his accubalance graph. Next step was cutting the tibia. After verifying checkpoint surgeon let his saw go to the tibial cutting plane and saw he would be taking a very high tibial cut (not as planned resection). So he adjusted the proadjust screen to take 2mm less of the tibia. 2. Then, surgeon made his primary cuts and decided, after trialing, to recut the tibia and give more slope because of a tight flexion gap. When adjusting the slope and going to the tibial plane with the saw we noticed velys would not cut anything of the tiba, instead of that we would to an ¿airshot¿ about 2 mm above the tibia. So we rechecked the planning screen and distalized the tibial cut an extra mm, as stephen key (emea clinical velys team) told us to do. But even then the velys saw was more than 1 mm above the tibia hanging. Surgeon had to stop using the velys saw and made a recut of the tibia while using his manual saw. 3. Afterwards, he went on with velys for trial and velys gave some weird values. Velys said that we had 3.5mm laxity in flexion and 2.5mm laxity in extension, both laterally. And on the medial side a laxity of 1mm in flexion and 0.5mm in extension. But in real life the knee was not more loose lateral than medial. Procedure time was extended for approximately 15 minutes. Nothing happened to the patient, knee was perfectly balanced. No device associated with this report was received for examination. However, the investigation performed by the systems team could not confirm the reported issues in the logfiles attached to this complaint. Investigating through multiple logfiles, the following was observed: no single root cause could be established. The investigation identified that a medialized anterior cortex line acquisition is the most probable cause for the anterior notching of the femur. If the anterior cortex line is acquired too medially, the a-p shift from the planning screen will underestimate the exit point of the anterior resection and notch the lateral ridge of the trochlea. The investigation also found that the user may not have mounted the robot on the bed rail causing the robot to move during operation. Any large device or leg movement, suboptimal leg/robot relative position will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. There are no defects found with the system or software. The overall complaint was not confirmed the reported velys array set knee was not returned for evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Surgeon was performing a surgery using velys ras on a left knee when this occurred: 1. Surgeon planned his knee on the proadjust screen after seeing his accubalance graph. Next step was cutting the tibia. After verifying checkpoint surgeon let his saw go to the tibial cutting plane and saw he would be taking a very high tibial cut (not as planned resection). So he adjusted the proadjust screen to take 2mm less of the tibia. 2. Then, surgeon made his primary cuts and decided, after trialing, to recut the tibia and give more slope because of a tight flexion gap. When adjusting the slope and going to the tibial plane with the saw we noticed velys would not cut anything of the tiba, instead of that we would to an ¿airshot¿ about 2 mm above the tibia. So we rechecked the planning screen and distalized the tibial cut an extra mm, as stephen key (emea clinical velys team) told us to do. But even then the velys saw was more than 1 mm above the tibia hanging. Surgeon had to stop using the velys saw and made a recut of the tibia while using his manual saw. 3. Afterwards, he went on with velys for trial and velys gave some weird values. Velys said that we had 3.5mm laxity in flexion and 2.5mm laxity in extension, both laterally. And on the medial side a laxity of 1mm in flexion and 0.5mm in extension. But in real life the knee was not more loose lateral than medial. Procedure time was extended for approximately 15 minutes. Nothing happened to the patient, knee was perfectly balanced.

Manufacturer narrative:
Product complaint # ==(B)(4). Investigation summary: surgeon was performing a surgery using velys ras on a left knee when this occurred: 1. Surgeon planned his knee on the proadjust screen after seeing his accubalance graph. Next step was cutting the tibia. After verifying checkpoint surgeon let his saw go to the tibial cutting plane and saw he would be taking a very high tibial cut (not as planned resection). So he adjusted the proadjust screen to take 2mm less of the tibia. 2. Then, surgeon made his primary cuts and decided, after trialing, to recut the tibia and give more slope because of a tight flexion gap. When adjusting the slope and going to the tibial plane with the saw we noticed velys would not cut anything of the tiba, instead of that we would to an ¿airshot¿ about 2 mm above the tibia. So we rechecked the planning screen and distalized the tibial cut an extra mm, as stephen key (emea clinical velys team) told us to do. But even then the velys saw was more than 1 mm above the tibia hanging. Surgeon had to stop using the velys saw and made a recut of the tibia while using his manual saw. 3. Afterwards, he went on with velys for trial and velys gave some weird values. Velys said that we had 3.5mm laxity in flexion and 2.5mm laxity in extension, both laterally. And on the medial side a laxity of 1mm in flexion and 0.5mm in extension. But in real life the knee was not more loose lateral than medial. Procedure time was extended for approximately 15 minutes. Nothing happened to the patient, knee was perfectly balanced. No device associated with this report was received for examination. However, the investigation performed by the systems team could not confirm the reported issues in the logfiles attached to this complaint. Investigating through multiple logfiles, the following was observed: no single root cause could be established. The investigation identified that a medialized anterior cortex line acquisition is the most probable cause for the anterior notching of the femur. If the anterior cortex line is acquired too medially, the a-p shift from the planning screen will underestimate the exit point of the anterior resection and notch the lateral ridge of the trochlea. There are no defects found with the system or software. The overall complaint was not confirmed the reported velys array set knee was not returned for evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.